Manufacturer narrative:
The philips field service engineer reported that the power management (pm) printed circuit board assembly (pcba) was replaced to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16nov2020.

Event description:
The biomed reported to philips the unit alarmed when shut off. The biomed is unable to reproduce this issue. The biomed stated that the battery is depleted. The biomed stated they charged the unit over night and replaced the ui (user interface) board. The biomed reports that when they power the unit on, the screen remains blank, alarms, and the alarm led flashes. The biomed reported that the log has no codes. The battery is 16.2 volts. The biomed reports that the issue is intermittent and has been unable to reproduce the issue. The remote service engineer (rse) asked the biomed if the end users connect anything to the rs232 port. The biomed advised that the unit is used connected to a data capture system. The rse advised the biomed to connect the cable with the unit off and power the unit on to see if that duplicates the issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.